Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The insulin pump may have been exposed to moisture. Customer's blood glucose level was not reported. Troubleshooting was not performed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. However, no button error alarm was noted. The pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.